Manufacturer narrative:
(B)(4). Tibial insert has been revised during the reported surgical procedure, in addition to synovectomy.

Event description:
It was reported through journey ii bcs retrospective study that patient underwent right tka synevectomy. Outcome of the procedure is "resolved" and severity was deemed "moderate".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information in accordance to new data received.